Event description:
The event date is unk but did occur after june of 1997. The following info was provided on a device tracking registration form: unable to retrieve, stent in right groin. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur.